Event description:
It was reported to boston scientific corporation on november 1, 2005, that a fluorotome sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the previous month (patient age, gender and weight are unknown). According to the complainant, the tome would not bow. Procedure successfully completed "with subsequent unit" (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The suspect device is not available for return. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.